Event description:
It was reported the subject device connector section was cracked. There was no patient involvement on this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The device evaluation found crack on the connector. In addition, evaluation found corrosion on the scope mount. A definitive root cause of the reported phenomenon cannot be conclusively identified. The device history review revealed no issues that could have caused or contributed to the reported issue. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.